Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. Analysis was unable to verify for weak battery, bad battery, low battery, off no power or excessive no delivery alarms due to unresponsive keypad/button. The insulin pump had failed battery test alarm after battery change due to loose power connector on the interface board. The insulin pump had a cracked display window corner, scratched lcd window and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and keypad anomaly. The blood glucose at the time of the incident was 217 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.